Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage hazard and no external power alarms was confirmed via the submitted log file. The submitted log file contained approximately 4.5 days of data ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 2020 from 23:22:47 to 23:22:54 and from 22:23:13 to 23:23:18 due to temporary losses of power while connected to the mobile power unit (mpu). The alarms were resolved each time when power to the mpu was restored. The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. No other notable alarms were active. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that the mpu was operating appropriately and will not be returned for evaluation. It was reported that the mpu has a v-lock connector on the a/c power cord. The account also communicated that it is unknown if the power cord came loose at the wall/outlet or from the back of the unit, and that there were no environmental circumstances that affected the a/c power at the time of the event. The root cause of the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on (B)(6) 2020. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect, low voltage hazard and no external power alarms conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the mpu. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting/cleaning mpu. The heartmate 3 patient handbook and the heartmate 3 instructions for use (IFU) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was requested, but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported from log file review that showed transient no external power/low power hazard on (B)(6) 2020 due to possible patient error during a routine change of power from the batteries to the mpu (mobile power unit). The controller was momentarily disconnected from an external power source, which caused the controller to momentarily operate in emergency backup battery/power save mode. This was caused by power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the wall outlet or the house losing power. The mpu has a v-lock connector on the a/c power cord. There were no environmental circumstances that would have affected a/c power at the time of the event. The mpu was operational after reported event. There were no other unusual events seen within the log file.